Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge and resumed insulin delivery. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer acknowledged and understood.